Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed.

Event description:
A report was received stating that the listed device was leak tested prior to use with no leaks observed. After 30 days in use, the device reportedly began leaking air from the cuff. No incident related medical sequela was reported.